Event description:
It was reported that two frame stabilizer tools are locked. As noticed upon inspection, no case was involved.

Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. A visual inspection of the returned devices confirm the hex nuts are seized in place causing the stated failure. These devices were manufactured in 2015. These devices exhibit signs of wear and usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.